Manufacturer narrative:
This supplemental MDR contains information provided in a gfe response (MDR aware date 01jan2024). Section b5 (event description) has been updated. It was indicated that the device will not be returned for evaluation. If there is any further re levant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a watchman procedure indicated for a case of a atrial fibrillation (a fib). During the procedure, the physician mentioned that after positioning the dilator for transseptal in the superior vena cava (svc), the mechanical guidewire was unable to be withdrawn and got stuck. The dilator and guidewire were removed together and a new kit (different device, same model) was used to complete the procedure successfully. No visible issues were noted on the mechanical duiewire prior to use, but the dilator was shaped manually prior to insertion. No patient complications reported. Product is not expected to return for analysis as it was disposed of at the facility.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a watchman procedure indicated for a case of a atrial fibrillation (a fib). During the procedure, the physician mentioned that after positioning the dilator for transseptal in the superior vena cava (svc), the mechanical guidewire was unable to be withdrawn and got stuck. The dilator and guidewire were removed together and a new kit (different device, same model) was used to complete the procedure successfully. No visible issues were noted on the mechanical duiewire prior to use, but the dilator was shaped manually prior to insertion. No patient complications reported. Product is not expected to return for analysis as it was disposed of at the facility.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. It was indicated that the device will not be returned for evaluation. If there is any further re levant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a watchman procedure indicated for a case of a atrial fibrillation (a fib). During the procedure, the physician mentioned that after positioning the dilator for transseptal in the superior vena cava (svc), the mechanical guidewire was unable to be withdrawn and it got stuck. The dilator and guidewire were removed together and a new kit (different device, same model) was used to complete the procedure successfully. No patient complications reported. Product is not expected to return for analysis as it was disposed of at the facility.